Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a delay in surgery due to fractured pieces and difficulty extracting fragments.

Event description:
It was reported that there was a delay in surgery due to fractured pieces and difficulty extracting fragments.

Manufacturer narrative:
The failure mode was confirmed on the returned unit. The causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process. A (B)(4) inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the activation history the unit was activated 18 times, for 279 seconds, for heavy cutting of tissue at a cut power level setting of 9 (power setting range is 0-11) before the ceramic fell off, which indicates that the unit was assembled properly and was fully operational for an extended period of time. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review and returned unit¿s activation history review. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The scratch marks observed on the lumen and insulation below the electrode as well as the portion of the insulation below the electrode which is lifted are indicative of possible scrapping with another object or bone and that the device could have been used to displace bone, exceeding torque forces which resulted in the reported damage of the tip, which is contraindicated as per user instructions for the serfas energy probes family. Therefore, a possible user related (misuse) possible contributor cannot be ruled out based on the unit¿s visual inspection and the activation history. In sum, the unit was returned and the failure mode was confirmed.